Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced connection between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After thorough investigation we have found that the issue is due to gatt client connection error. This error indicates a ble level related generic issue. This specific issue was observed after the pump had bonded with the phone but after 2 minutes the gatt client failed to connect, thus failing the entire pairing process. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Reset app pref:delete the pump's sn from bluetooth's paired devices list delete the mobile's sn from the pump's paired devices list color:ff5630reset app preferences color(read below before proceeding, phone's settings then go to apps, three dots upper right) .uninstall the minimed mobile app from the phone . Restart phone reinstall the minimed mobile app to the phone attempt to pair back the pump the phone.initiate an upload and sync to carelink after pairing color:ff5630before you reset app preferencescolor. Resetting app preferences can help fix certain issues, but it will also restore some settings to their defaults. This means: all default app choices (e.g., default browser, messaging app) will be cleared. Any disabled apps will be turned back on. Notification settings (sounds, mutes, etc.) Will go back to default. Background data restrictions for apps will be removed. Some apps may ask for permissions again when you open them. If you proceed, you may need to reconfigure your device to your liking afterward. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.